Event description:
It was reported that the rotaflow shutdown during. The failure occurred during patient treatment. No harm has been reported. No further information has been received. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Manufacturer narrative:
It was reported that the rotaflow shutdown. The failure occurred during patient treatment. The device was switched back into the free mode. No device has been exchanged. No patient harm occurred. The customer confirmed on 2022-05-25 to getinge sales and service technician the failure as a user error. The device stopped working after the tech from the hospital switched mode from free to stand alone, which caused device to stop and look for bubble sensor. Once the device was put back to free mode, the device was put back into use. The device is working as intended. The most probable root cause could be determined as a user error. Based on these investigation results the reported failure could be confirmed. The product in question was produced in 2010-03-01. The review of the non-conformities has been performed on 2022-05-31 for the period of 2010-03-01 to 2022-05-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 4.4.1 overview: ensure that the selected mode is suitable and safe for the application and the patient. Do not use the "free" mode during a normal application, but only in emergencies (e.g. If the rotaflow system has stopped because of an error in the monitoring system). In this mode, no intervention is made by the monitoring system. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).